Event description:
Customer reported the hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 121 mg/dl. Customer stated that she was feeling sick with flu and vomiting. The blood glucose reading at the time of the event was 349 mg/dl. Hospital treated with insulin drip and manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.